Event description:
A home pt's (hp) nurse (rn) reported that a hp noted a minicap having fallen off of their transfer set during the dwell of their final fill. Per the rn, the hp's dwell is approximately 6 hours long so it is unknown how long the hp's transfer set was exposed. The hp went to the dialysis clinic following the incident, and received a transfer set change. The rn advised that the hp was able to locate the minicap that had fallen off in their boxer short and brought it to the clinic. The rn then connected it to the transfer set involved in the event to evaluate the adequacy of the threads. Per the rn, she pulled on both ends, with no resulting disconnection of the minicap. The transfer set involved in the incident was approximately 6 days old. No pt injury was associated with this incident, however, the hp was treated with prophylactic antibiotics. Antibiotic regiment included 250 mg levaquin, oral, for 10 days.